Manufacturer narrative:
Patient weight was not provided by the facility. The device was cut/capped inside the lead and remains inside the patient. Therefore it is unavailable for evaluation. The instructions for use for this device state warning: excessive applied traction forces may impact the lld¿s ability to disengage from a lead.

Event description:
A philips representative reported that during a cardiac lead management case to extract 3 occluded implantable cardioverter defibrillator (ICD) leads, the physician prepped 3 leads for removal, right atrial (ra) and 2 right ventricle (rv) leads utilizing spectranetics ez lead locking device (lld). After attempts with multiple tools the physician decided to abandon the extraction procedure. The physician was unable to remove the llds from the leads. He decided to cut the back portion of the llds off all 3 leads and capped them. He then closed the pocket.